Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple intermittent occlusion alarms occurred. Customer's blood glucose ranged from the 300s-400s mg/dl. Reportedly, contact believed occlusions were site-related; however, this could not be confirmed. The infusion sets were changed to address the issue.